Event description:
It was reported that during a pulmonary vein isolation procedure with an intellanav mifi oi catheter used to treat an atrial fibrillation condition, the physician tried to perform an ablation when the temperature rose. Then, a high temperature message was displayed on the maestro 4000. It was possible to observe that the handle of the catheter was leaking fluid during the flush. The catheter was replaced to resolved the issue. The procedure was completed successfully without patient complications. The catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the irrigation extension tubing was found fully detached/separated from the luer fitting at the adhesive joint. Functional testing showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and no problems were detected. A leakage test and flow test could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a pulmonary vein isolation procedure with an intellanav mifi oi catheter used to treat an atrial fibrillation condition, the physician tried to perform an ablation when the temperature rose. Then, a high temperature message was displayed on the maestro 4000. It was possible to observe that the handle of the catheter was leaking fluid during the flush. The catheter was replaced to resolved the issue. The procedure was completed successfully without patient complications. The catheter has been returned to boston scientific for analysis.